Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later replaced to upgrade the patient's therapy. Sending supplemental report to provide results of the product investigation.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms, high threshold measurements, and loss of capture. The patient was not rv pacer dependent; however, had a heart rate in the 40 beats per minute (bpm) range. The device was checked, and the rv outputs were increased. The patient was referred for an unrelated procedure and to follow up with their physician. No adverse patient effects were reported. The device remains in service.